Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) longevity estimate was lower than expected. A review of the ipg transmission revealed there had been almost 600 anti-tachycardia pacing treated episodes which affected the longevity of the ipg. The ipg remains in use. No patient complications have been reported as a result of this event.